Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Patient vessel perforation, pseudoaneurysm and hemorrhage are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu); therefore, anticipated in nature. Information available stated that the anatomy was tortuous. It is likely that the tortuous anatomy contributed to the reported difficulty in withdrawing the retriever. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
(B)(6) published an article of a patient presenting with a cardiogenic embolization of the distal middle cerebral artery (m2). It was documented that during the procedure, strong resistance was experienced during withdrawal of the stent retriever because of vessel tortuosity. Extravasation was observed at the treated site after withdrawal of the retriever, and eight hours post procedure, the extravasation disappeared and re-bleeding occurred with aneurysm-like pooling of contrast media. Surgical observation confirmed the formation of a pseudoaneurysm. The physician stated that the pseudoaneurysm "was likely formed by avulsion of a fine vessel during withdrawal of the stent retriever at a tortuous vessel." The exact date of the procedure is unknown. No further information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
Acta neurochirurgica published an article of a patient presenting with a cardiogenic embolization of the distal middle cerebral artery (m2). It was documented that during the procedure, strong resistance was experienced during withdrawal of the stent retriever because of vessel tortuosity. Extravasation was observed at the treated site after withdrawal of the retriever, and eight hours post procedure, the extravasation disappeared and re-bleeding occurred with aneurysm-like pooling of contrast media. Surgical observation confirmed the formation of a pseudoaneurysm. The physician stated that the pseudoaneurysm "was likely formed by avulsion of a fine vessel during withdrawal of the stent retriever at a tortuous vessel." The exact date of the procedure is unknown. No further information is available.